Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 582mg/dl. Insulin pump had motor error alarm. Drive support cap was normal. Customer was able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, prime test, excessive no delivery test, displacement test and motor test. Unit was received with motor error alarm during occlusion test due to faulty force sensor resistor (gold). (B)(4).